Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. However, device had bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple error alarm. The customer¿s blood glucose level was unknown. The customer states the pump had received an external ram crc error and unexpected restart alarm. Assisted customer in performing a self-test and it did pass. Sending customer, a replacement pump for the recurring error alarm. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.